Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the lead was designed with a permeable septum in the distal tip with allowed blood ingression to occur. This was not an out of specification condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that difficulty was experienced passing the guidewire through the attempted left ventricular (lv) lead. The lead was flushed and another attempt was made with a new guidewire but it still would not pass. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.